Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis loaded on a 0.014'' guidewire. A visual examination of the crimped stent found that distal stent rows 3-6 were damaged with stent struts lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jan-2018. It was reported that difficulty crossing placed stent was encountered. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified posterolateral artery. After a non-bsc guide wire crossed the lesion and a 2.0x15 mm non-bsc balloon catheter was used for predilation, a 2.25 x 16 mm synergy¿ drug-eluting stent was advanced but failed to cross the previously placed stent in the mid right coronary artery. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.